Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing competitive atrial pacing leading to automatic mode switching. It was also noted that the patient had evidence of retrograde p-wave induced pacemaker-mediated tachycardia. Programming changes were recommended.